Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. (B)(4).

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, discharge transthoracic echocar diogram (tte) indicated moderate paravalvular leak (pvl) and moderate mitral regurgitation. No treatment was prescribed. Approximately one year and one month post implant, mild pvl was noted and no treatment was prescribed. Approximately two years and six months post valve implant, an echocardiogram revealed severe pvl. Eleven days later a second valve was implanted valve-in-valve. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.